Event description:
Boston scientific received information that during a recent clinical follow-up an increase in charge times were exhibited. The physician reported that during the most recent six month period, charge times had increased from 8.7 seconds to 19.7 seconds thus triggering eri battery status; eri tones audible. The patient currently awaits a new device in the absence of adverse patient effects.

Manufacturer narrative:
Following the receipt on new information, a follow-up report will be submitted.

Manufacturer narrative:
Subsequent information states the device has since been explanted; however, will not be returned for a post market root cause assessment. If new information is received, a follow-up report will be submitted.